Event description:
It was reported that when using the bd pyxis¿ medbank mini, the aio, cabinet drawers, and medbank were powered down. Attempts to power on the aio and cabinet using the power buttons were unsuccessful. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) found an old case dispatching field service engineer but no hardware changes made as the medbank was working when the field service engineer arrived on site. The technican advised the user to check with maintenance for a possible power issue. The cabinet was brought back online. Upon checking, the cabinet was online and syncing on medbank myqlink (mql). The system functioned as intended after the technical support specialist verified the device.